Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer experienced multiple instances of this malfunction but had not reset the pump themselves within the last 24 hours. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.